Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported that they "had natrelle implants (B)(6) 2017 for a double mastectomy from breast cancer.... They went to the ER due to experiencing vomiting, diarrhea, abdominal pain, and pain under the breast for 2 days. The doctors at the ER stated that the implants was leaking". This record is for the right side. Device remains implanted.

Event description:
Patient reported pain under breast for 2 days after device implant and rupture. Patient also reported vomiting, diarrhea, and abdominal pain which have been determined to be not device related. This record is for the left side. Device remains implanted.